Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele, rectocele and vaginal vault prolapse and mesh was implanted. It was also reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, bleeding, urinary problems and vaginal scarring. It was reported that on (B)(6) 2012, the patient underwent revision of vaginal mesh due to vaginal mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of anterior and posterior repair with graft, vaginal vault suspension of sacrospinous ligaments, and cystourethroscopy.